Manufacturer narrative:
The specimen was serum and was centrifuged at 3,000 rpm for ten minutes. The sample appearance was normal. A system check was performed just prior to the erroneous result and met specifications. Quantity not sufficient (qns) errors occurred on the original analysis of sample 1/1/. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a faulty substrate valve. The fse replaced multiple parts, verified alignments and ultrasonics. All verification testing met specifications. Although parts were replaced, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an accutni result within the risk stratification range generated by the unicel dxc 600i synchron access clinical system for one patient. The result was reported out of the lab. Repeated testing on this sample and on a subsequent sample resulted in the normal reference range. A corrected report has been sent. No reports of death, injury, or change to patient treatment have been reported in connection with this event.